Event description:
It was reported the patient presented with a left ventricular lead that exhibited an unspecified malfunction. The lead was capped and replaced (B)(6) 2011. The patient condition is unknown.